Event description:
Additional information was received from a healthcare provider (hcp) via a distributer who reported that the model and serial number of the pump was unknown. The explanted date of the pump and catheter was (B)(6) 2023. It was unknown if there were any factors that may have caused or contributed to the event / exudate / bacterial infection. The event had since resolved. The devices were discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at a dose rate of 280 mcg/day via an implantable pump for cerebral palsy. The patient¿s past medical history / history of side effects and concomitant medications were unknown. It was reported that leachate accumulation around the pump occurred. There were no bacteria in the culture, but the cause was believed to be attenuated bacterial infection. Antibacterial drugs were injected as much as possible (maximum amount) via IV drip, but they believed it would be difficult clinically to continue the therapy, so the physician was to reduce the dosage and try removing the pump next week. The dose was to be reduced and the pump was scheduled to be removed next week. Regarding exudate accumulation, the onset of the event was described as early (B)(6) 2023. The date (B)(6) 2023 is considered an approximate date of event (specific month and year known only). The outcome of the event was not recovered. It was noted that there was no causal relationship with the itb (intrathecal baclofen) therapy. Regarding exudate accumulation, the event was unrelated to drug, pump, and catheter, but unknown if related to procedure.

Manufacturer narrative:
Continuation of d10: product ID: 8711, lot# n280651005, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.